Event description:
Complainant alleged that while attempting to treat an 82 year old male patient, the device inappropriately displayed a "poor pad contact" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll med corp has not received the device for evaluation and this complaint is still under investigation.